Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6 the product was not returned to depuy synthes, however photo was provided for review. See attachment (B)(4) product photo (B)(6)2023. The photo investigation revealed that the needle of 319.006, depth gauge for 2.0mm and 2.4mm screws was broken and the broken pieces are visible from the provided evidence. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 319.006, depth gauge for 2.0mm and 2.4mm screws would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6 part # 319.006 synthes lot # 6424816 suppliers lot # na release to warehouse date: 09 jul 2010 manufactured by:synthes brandywine no non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2023, probe on 2.0/2.4 depth gauge was broken. There was no adverse affects and no delay to surgery.this report is for one (1) depth gauge for 2.0mm and 2.4mm screwsthis is report 1 of 1 for complaint (B)(4)